Event description:
Tandem t:slim x2 3ml cartridge reservoir won't fill with insulin. While using the syringe provided along with the tandem reservoir, the syringe with insulin was inserted in the center of the white cartridge fill port and about 20 units when in but no additional insulin could be loaded into the reservoir. The reservoir would not allow any additional insulin to be loaded (air from the cartridge had been removed before trying to fill it). I removed the syringe and tried filling it multiple times but it would not work. Information of the cartridge is ref: 1002529, mn:1004663, lot: 60492601. This is the second reservoir that I have the a similar situation. I do not have the information of the first reservoir that would not allow me to load insulin into it. Ref report: mw5154527.